Event description:
At the end of the transforaminal lumbar interbody fusion case the small pin from the biomet bonetamp was noticed on the drapes. Md determined it was the item described above and using radiographs determined it had been removed during the surgery.